Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Event month and day unknown. Only year (2018) is known. Photographic analysis: the picture shows an qr monitor, in the monitor tissue with staples can be appreciate, what appears to be two devices are also visible on the pictures. No malformed staples were noted on the picture. Based on the photo alone the event describe cannot be confirmed.

Event description:
It was reported in the case of distal gastrectomy, staple malformation is found in the gastrojejunostomy. In the situation, it is discovered during examination after the whole procedure, and only staple is fired in the place. The team need to do suture oversew to reinforce the staple line. There were no patient consequences reported.